Event description:
Patient's representative reported that patient started to experience left side pain, a late seroma was suspected. Physician reported capsular contracture, baker grade iii and after explant surgery device was found destroyed. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203. The events of seroma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture baker grade iii, and rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient's representative reported that patient started to experience left side pain, a late seroma was suspected. Physician reported capsular contracture, baker grade iii and after explant surgery device was found destroyed. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product-procedure: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient's representative reported that patient started to experience left side pain, a late seroma was suspected. Physician reported capsular contracture, baker grade iii and after explant surgery device was found destroyed. Device has been explanted and replaced.